Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The root cause of this event cannot be conclusively determined with the available information. However, this event is most likely impacted by the progression of the patient's underlying valvular disease pathology with structural valve deterioration. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) was not reviewed as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient with a valve model 300025mm implanted in the aortic position underwent a valve-in-valve (viv) procedure after an implant duration of approx. 6 years and 6 months due to degeneration leading to stenosis. A 23mm sapien 3 valve was implanted within the edwards surgical device using the transfemoral approach. The implant date is known only as "2014". Therefore, (B)(6) 2014 is being used to calculate the minimum implant duration.

Manufacturer narrative:
Additional manufacturer narrative.

Event description:
Edwards received notification that a patient with a valve model 300025mm implanted in the aortic position underwent a valve-in-valve (viv) procedure after an implant duration of approx. 6 years and 6 months due to degeneration leading to stenosis. The patient did not have any symptoms prior valve replacement. A 23mm sapien 3 valve was implanted within the edwards surgical device using the transfemoral approach. The patient was noted as to be doing well and in stable condition after the procedure. The implant date is known only as "2014". Therefore, (B)(6) 2014 is being used to calculate the minimum implant duration.